Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the flat mesh device. A manufacturing review was performed which found that device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is being referred to (example: possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of the previously placed mesh). As such, we have not identified this to be a reported device explant at this time. It is unclear if the additional surgery was to repair the original hernia defect or a new hernia defect, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia. A flat mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is being referred to (example: possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of the previously placed mesh). As such, we have not identified this to be a reported device explant at this time. It is unclear if the additional surgery was to repair the original hernia defect or a new hernia defect, however, hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the flat mesh device. A manufacturing review was performed which found that device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Per medical records provided, the patient with a previous abdominal surgery had hernia recurrence about 3 months post implant of bard flat mesh and underwent excision of mesh. Adhesion is a known inherent risk of hernia repair surgery and listed as a possible complication in the instructions-for-use supplied with the device. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia. A flat mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia and underwent open repair with bard flat mesh. Per the operative notes,"the patient was found to have a chronically incarcerated incisional hernia sac. This was dissected off and repaired using a piece of bard flat mesh." (B)(6) 2015 - patient was diagnosed with periumbilical incisional hernia and underwent open laparotomy and removal of mesh. Per the operative notes,"an evident supraumbilical recurrent hernia was noted. Extensive lysis of adhesions was then performed. Segment of small bowel was then excised and piece of old mesh (bard flat mesh) that measured less than 2cm x2cm with prolene suture was noted and the old mesh was excised in its entirety." Attorney alleges adhesions, bowel/intestinal obstruction, bowel/intestinal removal and hernia recurrence.